Event description:
Per the clinic, the patient developed infection at the implant site. Subsequently, the device was explanted (date not reported). The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed october 29, 2015.

Manufacturer narrative:
(B)(4). The device is currently not available.